Event description:
It was reported that the needle fell off the mesh during the procedure. The procedure was completed using another device. There were no adverse patient consequences reported and no extended surgical time.